Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; ((B)(4). Initial reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device had an undetermined malfunction. During service and evaluation, it was observed that the motor device locking components were damaged. It was noted that the coupling pins were loose, so the tool could not be coupled. It was also noted that the device failed pre-repair diagnostic tests for housing pin height, cutter lock assessment, temperature assessment, sound assessment, and rotations per minute (rpm). It was noted in the service order ¿burr¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.